Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician felt resistance but was able to advance the cat6 through a non-penumbra catheter and into the target location. The physician then felt resistance and was unable to advance an indigo system separator 6 (sep6) through the cat6 and, therefore, the cat6 and sep6 were removed. Upon removal, the physician noticed that the tip of the cat6 was collapsed. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). There was no alleged deficiency with the sep6 and there was no report of an adverse effect to the patient.